Event description:
A (B)(6) female pt's mother contacted zoll customer support to report adjust belt or check belt messages. The download data also revealed a code 107 (abnormal shutdowns). The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) was confirmed. Upon investigation u612, an inverting charge pump, had no output. This prevented the monitor from reading the ECG waveform, causing the adjust belt or check belt messages. The root cause for the lack of output at u612 was unable to be positively determined. The reported problem (code 107) was confirmed. Investigation revealed fractured solder connections at high-voltage capacitor c19. The cause of the fractured solder connections cannot be positively determined impact. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. No adverse event resulted from the broken solder connections on c19 or the defective u612. The pt received a replacement monitor.